Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the instrument. The fse determined the source of the leak was the reagent probe b collar wash solenoid valve instead of reagent probe a initially reported by the customer. . The fse replaced the collar wash solenoid valve to resolve the leak issue. The instrument software version is 5.4. (B)(4).

Event description:
The customer reported leaking from reagent probe a on their unicel dxc 600 synchron system. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.